Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a e360 ventilator was displaying oxygen sensor disconnected alarm. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider found no fio2 value is displaying on the screen and unable to perform o2 sensor calibration, cross checked it with working ventilator and found it faulty. The oxygen sensor needs to be replaced.